Manufacturer narrative:
Visual analysis was performed on the returned device. A material separation was observed on the returned unit. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The lot history record (lhr) for this product could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. In this case, there was no information reported for the barewire. The barewire was returned as an additional device with a reported filter device. There was no reported information provided for the additional barewire. The reported information stated that there was no patient involvement; however, returned analysis noted that the filter was returned in the retrieval catheter indicating that the device had been used. It may be possible that the incorrect device was returned; however, several attempts to obtain additional information about the returned condition were unsuccessful. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
It was reported that during preparation on the small emboshield nav6 embolic protection system (eps) the filter would not load into the delivery catheter (dc) pod. Therefore, the eps was not used in the procedure. There was no patient involvement and no clinically significant delay reported int the procedure. Return device analysis found the filtration element and barewire was returned retrieved in the retrieval catheter. An additional barewire was returned and the barewire core was separated and the entire length of the tip coils were loose. There were misaligned coils proximal to the tip separation. No additional information was provided.